Event description:
The duett sealing was deployed following a diagnostic procedure via a 5 f sheath in the left common femoral artery. Following the deployment, the patient experienced a vasovagal response, requiring elevation on the legs. Advanced cardiac life support was started. After the patient stabilized, absent pulses were noted in the left leg. Treatment consisted of a thrombolectomy, retavase infusion, and three units of packed red blood cells. On the next day, only minimal improvement was noted via angiogram. Flow was restored via bypass. The patient expired in the week following the procedure from myocardial infarction.

Event description:
The initial report filed on this incident attributed the pt's death to the duett device. This was in error as the pt's death was not related to the reported adverse event, but rather was associated with a subsequent mycardial infarction.